Manufacturer narrative:
The event occurred on an unspecified date "recently" from the report date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 31, 2020 - february 03, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed an image of ruptured bladder. The reported condition was verified. The cause of the condition was not determined, however, the most probable cause was noted to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.